Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01227 and 3005099803-2013-01540 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used for hemostasis of a gi bleed during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, the resolution clip device (MFR # 3005099803-2013-01227) was advanced through the scope, to the targeted area; however, when the nurse attempted to expose the clip by pulling the oversheath back, the blue sheath grip detached. The device was withdrawn from the patient, and then a second resolution clip device (MFR # 3005099803-2013-01540) was used, but the same issue occurred; the blue sheath grip detached from the oversheath while attempting to expose the clip assembly for use. The device was withdrawn, and then the procedure was completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Manufacturer narrative:
Investigation results visual examination revealed the grip not attached to the over sheath. The over sheath was returned by the customer and is not the correct length. The over sheath was stretched apart and not cut or torn. The over sheath is bunched/accordioned below the sheath grip. The clip is inside the over sheath. The coil and control wire were returned by the customer and are not bent, kinked or cut. The clip was returned and the clip assembly is attached to the control wire and has not been fully deployed. Functional analysis revealed the clip does not advance smoothly out of the over sheath. The prongs opened to approximately 12 mm. The device was actuated several times and deployed as per design. A review of the device history record (DHR) was performed and no anomalies were noted. A visual examination noted the sheath detached and accordion. The sleeve was also detached from the blue handle. Based on the condition of the returned device, the reported failure was confirmed. Due to anatomical/procedural factors encountered during the procedure, device performance may have been limited. Therefore, the most probable root cause is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01227 and 3005099803-2013-01540 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used for hemostasis of a gi bleed during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, the resolution clip device (MFR # 3005099803-2013-01227) was advanced through the scope, to the targeted area; however, when the nurse attempted to expose the clip by pulling the oversheath back, the blue sheath grip detached. The device was withdrawn from the patient, and then a second resolution clip device (MFR # 3005099803-2013-01540) was used, but the same issue occurred; the blue sheath grip detached from the oversheath while attempting to expose the clip assembly for use. The device was withdrawn, and then the procedure was completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Manufacturer narrative:
(B)(4) for the preliminary evaluation finding of over sheath torn. The complaint device has been received by the manufacturer; however, the failure analysis is still being performed. Preliminary findings revealed that the over sheath was cut. Therefore, this event is now considered MDR-reportable. A supplemental medwatch will be submitted once the final device analysis has been performed and the complaint investigation has been approved.